Event description:
Patient reported no sound and was seen at the implant center for device evaluation. Device was able to link however all electrode impedances were out of range. Revision surgery was scheduled.